Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited high threshold and loss of capture. The lead was programmed off. The patient was stable before, during and after and would continue to be monitored.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2019. Patient was stable.